Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had exterior damage. Inspection and testing of the returned device found that the nozzle had foreign objects. It was noted that the device was cleaned prior to return and the customer did not know what the source of the foreign material was. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: (B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was last due to a crack on the grip. The bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. There were scratches noted throughout the device and the scope connector cover unit and universal cord were sticky. The control unit had discoloration and the light guide bundle was slipping down. The scope connector was dirty and the control unit had corrosion due to water leakage. The adhesive on the bending section rubber had a chip and the switch 2 did not work due to corrosion. The illumination was uneven due to dirt on the light guide bundle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.